Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The rdf analysis confirmed that the customer received a 'return air detector air check alarm' indicating the rlad was detecting only fluid and could not see air. The machine was checked out at the customer site by a terumo bct service technician. The rlad assembly was replaced but did not correct the problem. After troubleshooting with a technical specialist, the technician returned to the customer site. Testing was performed on the upper strobe circuit card assembly (cca). The control stack was replaced with no effect. The top cap cca was replaced per manufacturer instruction. The top cap cca was returned from the field for further investigation. A visual inspection showed no anomalies. The cca was installed in a spectra optia test bed to perform an rlad functional test. The rlad did not detect air and detected fluid at all times. The reported problem was able to be duplicated. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the return line air detector (rlad) was reading fluid when there was no fluid in the kit. Patient information is unavailable at this time. Patient outcome is unavailable at this time.

Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue, other than those discussed in this report. There have been no further related issues reported for this device. Upon visual inspection of the returned top cap cca, white residue was noted, indicating a spill onto the component. The residue was cleaned, which resolved the issue. Root cause: the root cause of this failure was the defective top cap cca due to a spill.

Event description:
The alarm occurred during prime, prior to patient connection, so no patient information is reasonably known.

Manufacturer narrative:
This report is being filed to provide additional information.